Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested with 20 miu/ml hcg urine cutoff control and 3 high level hcg urine controls (205.2 iu/ml, 208.6 iu/ml and 216.8 iu/ml), all results were positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Event description:
Customer reported potential false negative urine hcg test results with consult diagnostics hcg cassette vs. Outside lab result. On (B)(6) 2015 a urine specimen from a (B)(6) female patient was run on the consult diagnostics hcg cassette giving a negative result at the three minute read time. When the test was read past the allotted time (at about 15 minutes), the result appeared positive. A quantitative serum hcg was run at an outside lab and the result provided was 60. The patient's last menstrual period was (B)(6) 2015. The patient's diagnosis was listed as: pregnant.